Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the patient clearance joint was not working. The csr was at the site troubleshooting and reported that the patient clearance joint will go up, but it won't go back down on arm 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained additional information: it was a 3-arm procedure. No arms were abandoned/disabled.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm2 would go upward but would not go back down, an investigation was completed to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The universal surgical manipulator (usm) part ID: 380647-28 was replaced to resolve the issue. Following service, the system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The reported failure (patient clearance being unresponsive) was confirmed and replicated. The unit was tested on an in-house system; it passed normal mode. The procedure log showed error 25745. The unit was tested on a testing platform and failed tornado down button. During inspection on axis 3, no discrepancies found on tornado buttons. System components will be replaced as a fix to the reported problem. The complaint regarding the occurrence of arm2 would go upward but would not go back down was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the patient clearance joint on universal surgical manipulator (usm) was not working as expected after the start of the procedure and the surgeon was able to continue with the procedure robotically. The field service engineer went to site and confirmed that patient clearance button on usm was unresponsive and replaced the usm. The system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.